Event description:
Reported suspected false positive sofia sars result for 1 asymptomatic (off label use - at the time of testing). The patient's initial sample received a positive sofia sars result, but because patient was asymptomatic two new samples were collected, and each subsequent test received negative sofia sars results. No confirmatory testing completed.

Manufacturer narrative:
Investigation summary:a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.